Manufacturer narrative:
(B)(4). The customer returned a guide wire, 3-lumen catheter, ars and lidstock for evaluation. The guide wire was observed to be kinked in multiple places. Visual examination revealed the guide wire is kinked in multiple locations throughout the body. No obvious defects or anomalies were observed on the returned catheter. Microscopic examination of the catheter did not reveal any defects or anomalies. The kinks in the guide wire measured at 155mm, 654mm, 675mm, 575mm and 594mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The inner diameter of the distal lumen in the catheter tip was measured and was not within specification. The returned guide wire was attempted to pass through the returned catheter to functionally test both components. The guide wire had difficulty passing through the tip portion of the catheter. However, because the guide wire had many kinks, an inventory guide wire of the same size was also tried. The inventory guide wire also had difficulty passing through the distal tip of the catheter and kinked. The returned guide was able to pass through the returned ars and lab 18ga intro needle without significant resistance. All lumens were flushed with water to functionally test the catheter. All lines functioned normally. A device history record review was performed on the guide wire and insertion components and no relevant manufacturing issues were identified. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked multiple times throughout the guide wire body. The returned guide wire and met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. However, the returned catheter distal lumen, near the tip of the catheter measured between 0.834-0.864mm which is not within specification per the product drawing. Based on the condition this information, manufacturing was found to be the probable root cause of the investigation. A non-conformance was initiated to further investigate the issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint states: "the swg could not pass through the blue catheter tip after the swg was inserted into the patient." Alleged issue reported occurred during use.(continued) customer reported there was no harm to the patient. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). Preliminary investigation of the returned device indicates the swg (spring wire guide) is kinked. A follow up report will be submitted at the conclusion of the investigation.

Event description:
Customer complaint states: "the swg could not pass through the blue catheter tip after the swg was inserted into the patient." Alleged issue reported occurred during use. Customer reported there was no harm to the patient. Patient condition reported as fine.